Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic with chest discomfort after a difficult implant procedure a week prior. Loss of right ventricular capture and high sensing thresholds were observed in unipolar configuration at maximum output, and high capture thresholds were observed in bipolar. The physician elected to explant the right ventricular lead and place a left ventricular lead instead, plugging it into the right ventricular port of the device. The patient was stable following.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.